Event description:
The customer reported that the probe dripped fluid and the dilution cup overflowed on the ortho provue analyzer. The customer indicated that the probe aspirated a clot. No erroneous results were reported. Probe drip may lead to dilution of sample / reagent, carry over and/ or cross contamination and erroneous results which could lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and found a clot in the wash station. Replacement of wash station and probe and the appropriate adjustments has returned the analyzer to expected operation. This customer has not logged any complaints against this analyzer since the incident.